Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
The preliminary investigation indicated that the sensor was taking longer than usual to recover after insertion. Since there was a possibility that the sensor might not stabilize, a return material authorization (RMA) was issued for a sensor replacement. The returned sensor was tested in-house, however, the failure mode could not be reproduced during the return product analysis testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab due to handling of the product post removal. The return product investigation is inconclusive thus the exact root cause could not be determined, but the potential root cause for such failure mode may be related to insufficient in vivo hydration of hydrogel. Senseonics will continue to investigate this and other similar returned products to learn more about the failure mode and resolution. B5. Describe event or problem updated. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On 09 nov 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which led to early sensor removal.